Manufacturer narrative:
One medfusion pump was received with the plunger head full of contamination. The top case was also chipped at the front right corner. The event history log was reviewed and there was evidence of a force sensor test error. Startup inspection was conducted and the reported issue was confirmed. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. All parts of the plunger head will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a plunger sensor failure. There was no reported adverse event.

Manufacturer narrative:
A1 and h6: additional information was received that there was no patient present at the time of the event.